Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions cannula was crimped due to which hyperglycemia occurs within 3 hours of use. High blood glucose level was 450 mg/dl. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.